Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.5/3.0/086 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. "Tass, ac cells 3+" was observed on (B)(6) 2019. Medical intervention with topical steroids and topical and oral antibiotics was initiated. On (B)(6) 2019 bcva was 20/25 " corneal edema, inflammation and ac cells flare but reduced from day 1" and " still close monitoring the patient by daily basis, suspect tass and the inflammation is reducing" was noted. The lens remains implanted and as of (B)(6) 2020 the reporter reported " the patients eyes are quiet down as of yesterday. Patients is seeing 20/20. The surgeon does not perform any culture to confirm it is tass. Just a diagnostic based on signs and symptoms."